Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for intense abdominal pain. The patient was on home intravenous (IV) antibiotics for previously discovered mitral valve endocarditis. There was no growth on a splenic sample or blood cultures at that time. Examination and computed tomography (CT) revealed the patient had an enlarged spleen. The spleen was found to be infected with purulent material and ruptured. The patient returned to the operating room to have the infected spleen removed. A whole-body CT scan was done on (B)(6) 2024 to rule out other sources of infection. The patient recovered well from surgery. The patient was discharged on (B)(6) 2024 and continued on home IV antibiotics. The patient's endocarditis is reported under MFR # 2916596-2024-03984.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including infection, that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.